Manufacturer narrative:
Reporter is a synthes employee. Part: 03.130.010, synthes lot: h509051, manufacturing site: (B)(4), release to warehouse date: july 25, 2018. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc was received showing the distal tip twisted in the direction of resistance from insertion. No other issues were identified with the returned components of the device. The twisted tip, due to normal wear, is a potential end of life indicator for driver tips. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during restocking in central processing on (B)(6) 2019, it was noticed that the tip of the stardrive screwdriver shaft was twisted. There was no patient involvement. This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).